Manufacturer narrative:
Investigation results: visual investigation: the device has been analysed visually. The complained breakage of the spring can be confirmed. Furthermore, signs of usage can be found on the shank, randomly distributed. Due to its shape and form, the fracture surface could not be analysed in particular. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Specially it is assumed that it came to an overload situation or pre damage during reprocessing. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap ag that a shank long for reciprocating saw blade (part # gp569r) was used during an unknown procedure performed on (B)(6) 2021. According to the complainant, during the surgery, a piece of metal broke away and detached into the patient. The fragment was recovered from the patient. The complaint device was returned to the manufacturer for evaluation. No patient harm was reported as a result of the intervention. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).